Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl, trending upward to 85 mg/dl prior to a usual meal, and sought guidance on whether to announce the meal; oral glucose was taken and the cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.